Event description:
It was reported that the patient's system was auto reducing. The patient's leads reportedly had high impedance on every contact. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.